Manufacturer narrative:
Device evaluation: lens was returned in micro-centrifuge vial, in liquid. Visual inspection found optic and haptic torn. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm tmicl12.6, -10.50/1.0/073 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was exchanged with a for a shorter length lens due to excessive vault on (b)6) 2021. This resolved the problem. Reportedly, "lens too big for patient's eye. Needed replacement."

Manufacturer narrative:
(B)(6) 2021. The reporter initially stated that the patient's pupil was mid-dilated but improving. They later stated that the problem was resolved. Claim # (B)(4).